Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and replaced the filter outlet 806 compressor. The cse performed extended self testing (est), short self tests (sst), and oxygen sensor calibration, which passed. No parts are expected to be returned.

Event description:
Covidien received info of compressor on the 840 ventilator going inoperative and smelling "hot". The malfunction did not occur during pt use.